Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Refer to MDR 3010757606-2021-00010 for peg tube record.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that since (B)(6) 2020, the peg tube has been increasingly inserting several times a day until it bumped at the silicone triangle. On (B)(6) 2020, during an evaluation, the nurse observed that the patient did not have a visible peg tube and the patient was transferred to the emergency room for evaluation. An endoscopy revealed that the peg tube was completely in the stomach, and partially "buried" with the intestinal tube, which was also buried. The patient was referred to surgery for tube extraction and duodopa therapy was suspended.